Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22may2020.

Event description:
It was reported that the unit had a faulty navigation ring. The customer reported that the settings jump when making changes with the navigation ring. There was no patient involvement.

Manufacturer narrative:
G4: 11may2020. B4: 08jun2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15sep2020 b4: (B)(6)2020 the determination could be made that the device failed to meet specifications, the navigation-ring failures was determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.